Event description:
During a pci procedure, the quantum maverick monorail balloon ruptured at 18 atms on the initial inflation. The lesion being treated was a calcified, 95% stenotic lesion in the left anterior descending coronary artery. No resistance was encountered during advancement. No patient injuries or complications were reported.